Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels. However, the exact values were not provided. Reportedly, the customer was very disoriented, due to low bg level, causing the customer to fall and re-fracture a hip that had been previously fractured (2005). The customer called emergency medical services (ems), who administered glucagon and took the customer to the emergency room (ER). The customer was admitted to the hospital due to low bg level. The customer was removed from pump therapy and surgery was performed for a fractured hip. It was indicated that the health care provider (hcp) has identified customer with hypo unawareness diabetes, and a current diagnosis of gastro paresis that possibly caused low bg levels. The customer was released from the hospital on (B)(6) 2016 and underwent physical therapy at a rehab hospital from (B)(6) 2016. On (B)(6) 2016, while at the rehab hospital, the customer experienced a low bg level (exact values were not provided). Hospital personnel administered glucagon to address low bg level. The suspected cause of the low bg level was reported to be due to gastro paresis.